Event description:
It was reported that the catheter was over the pump, however it wasn't specified how it got there. The drug used in this system was unknown. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).